Event description:
It was reported that the procedure was cancelled. An angiojet ultra system console was selected for use in a thrombectomy procedure. During procedure, it was found that the qr code was not recognized. Due to this event, the procedure was cancelled. No patient complications were reported, and the patient's status was stable.

Manufacturer narrative:
Initial reporter name and address: (B)(6).